Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that when their accident occurred, the battery wasn't getting to the "wires" so they had no pain relief. They stated that a new stimulator was implanted, and the issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that about 2-2.5 weeks after they were implanted, they got in a car accident and were hit by a semi. Pt said after the accident, they met with a medtronic rep tried to help the pt with reprogramming because they were getting different therapy settings in their legs and back and they use their therapy for abdominal pain. Pt said they tried for about 2 hours and the therapy was basically going all the way up their legs into their neck. Pt said they were sent home with 3 different programs to try for 1-2 weeks, but that did not work; pt said they still felt the therapy in their legs. Pt also mentioned have a CT scan after the accident and that the leads were a little high up on the scan. Pt said that they had their battery moved from their right side into their left buttock; pss understood that the leads were replaced and moved at this time too due to placement and therapy issues after car accident. Pt also said on the call that they have had significant weight loss probably 20-25 lbs since implant. Pss documenting past event that was reported by the pt on the call. See case # (B)(4) for the report of implant charging issues. The pt mentioned on the call that they have a lot of health problems. Pt said that they live at cleveland clinic because they have blood clots in their lungs and in their legs and an enlarged liver.